Event description:
The customer contact reported the device powered off with an inadequate response time following an alarm condition. The pump was plugged into a 110v outlet in the ambulance and was delivering nitroglycerin at an unspecified rate in the mcg/kg/min mode. The nurse reported that approximately 10 minutes after the ambulance left the hospital, she heard the pump sound an audible alarm tone. At this time, she attempted to troubleshoot the unspecified alarm, but when she reached the pump at the foot of the pt's surgery gurney, the pump was powered off. She stated that she powered the device on and reprogrammed it to deliver at the intended rate, but when she pushed the start button, the pump powered off again. She powered the device on and reprogrammed it a third time, but experienced the same thing. The nurse reported that the pt was maintained with IV push doses of nitroglycerin for a reminder of the transport. The nitroglycerin infusion was resumed using a replacement device upon arrival at the hospital. There were no reported adverse pt sequelae.